Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 150ml of normal saline. At an unspecified time, an unspecified secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of zosyn. After an unspecified length of time in use, the nurse noted that the solution had backflowed into the primary solution container. There were no reported adverse pt effects and no reported delay in therapy critical for the pt. No medical interventions were reported. Though requested, no additional info was received including if the tubing sets being replaced and the therapies resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).